Manufacturer narrative:
(B)(4). Batch #: u9388n. (B)(4). Investigation summary: the analysis results confirmed that one 5dcs device was received with no apparent damage and with a trocar 5mm on the tube. When testing the instrument for functionality, it was noted that the device did not close. Further analysis shows that the blade is dented. Due to the condition of the blade damage, it could not be closed properly. The reported complaint was confirmed due to improper handling. Please note that damage to the instrument may occur if cutting of staples or clips is attempted. Please reference the instructions for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that during a lap myomectomy, scissors were blocked, the jaws of the scissors was stuck, and they were not able to close. It is unknown how procedure was completed. There was no patient consequence.